Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that the patient complained of abdominal pain, pain severe after flushing tubes and cleaning stoma site. Unable to tell if the pain is from the flushing or from the cleaning. It was noted there was slight blood around the stoma site when cleaning. Patient was diagnosed with an infection around stoma site and was given oral antibiotic flucloxacillin. On (B)(6) 2021 it was reported the antibiotics had stopped, the stoma site was looking better and healing.